Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor communication and trouble recharging. It was reported that the patient hadn¿t charged the ins for 6 weeks due to a medical issue. The patient was instructed to follow up with their healthcare provider (hcp). No further complications are anticipated. Additional information was received from a manufacturing representative (rep). The rep stated that the patient was unable to charge their device because they had been sick with the flu. As a result, the ins was in over discharge. The rep indicated that they will start a trickle charge. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the patient has not followed up with an hcp yet. The patient thought she could sit there for an hour to charge it. The patient didn't understand she needed to follow up with the hcp. The patient now understood they needed to follow up with the hcp and said they would do so. No further complications were reported. Additional information received from the manufacturing representative (rep) and patient indicated that the device was explanted on (B)(6) 2019. The patient stated that the battery died. They also noted that it was taking a long time to charge the battery, which was a burden. The patient mentioned that when stimulation was on, it was working well, but it would take hours to charge. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.